Manufacturer narrative:
(B)(4). Additional information: the patient was diagnosed with the hernia on an unreported date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia to the right groin manifested by pain coincident with automated peritoneal dialysis (pd) therapy. The cause of the hernia was reported by the patient as "due to old age" however, it was further described by the patient as "did not know the official medical cause". As no further detail was provided regarding the cause of the hernia, the cause is assessed as unknown. The patient was not hospitalized for the event. On an unreported date in the same month as the hernia diagnosis, the hernia was surgically repaired. The hernia was not pre-existing to peritoneal dialysis (pd) therapy. It was unknown if pd therapy worsened the hernia. On an unreported date, the patient was recovered from the hernia event. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.